Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument had a dislodged wrist and could not be moved. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The jaws were not stuck in a closed position prior to removing the instrument. The cannula was removed with the instrument as the wrist could not be straightened due to physical damage. There was no fragment fall into the patient and no instrument collision.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm force bipolar instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and failure analysis investigations confirmed the customer-reported complaint. The instrument was found to have a broken conductor wire at the bipolar amplification pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis.